Event description:
Vad interrogation reveled pump stop due to disconnect. Patient reports letting battery wear down at night and then he unplugged both power sources at the same time due to being sleepy.